Event description:
The device was used during a lavh procedure. Reportedly, the instrument jammed. The surgeon applied another instrument to compelte the procedure. The hosp has reported no pt injury occurred.